Manufacturer narrative:
It was reported that the central nurse's station (cns) shut down during use. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) shut down during use. No consequence or impact to the patient.

Event description:
It was reported that the central nurse's station (cns) shut down during use. No consequence or impact to the patient.

Manufacturer narrative:
H10: additional narrative: details of complaint: on(B)(6)2018 customer reported there was a power outage causing cns room to "go black". Customer stated that the ups (uninterrupted power supply) worked fine, however all the cns in the area went down - 17 monitors. Customer stated the ups were verified to work, but details could not be provided. Nk tech support provided instructions to customer on gathering device logs for further investigation. Logs were not provided. Subsequent attempts to obtain device model and serial numbers were unsuccessful. Customer did not respond further to the inquiry about device information. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: due to the limited information obtained regarding this event, it is unknown how the monitors were connected to the power source (ups). The ups is intended to provide power in case of a power outage. Customer verified the ups worked, thus that leaves the question of to the connection between the ups and the device monitor. Service history on this device shows no related issue. The root cause of the power outage causing 17 monitors to go down could not be determined correction: d1. Brand name. Incorrect brand name selected. D4. Model number. Incorrect model number selected. Catalog number. Incorrect model number selected. Unique identifier (UDI) number. Incorrect UDI number selected. F9. Approxiamte age of device. Incorrect age listed. No model/serial provided, unable to know age of device g5. PMA/510(k) number. Incorrect 510k number listed h4. Device manufacturer date. No model/serial provided. Unable to determine device manufacturer date additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Correction additional information h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: d1. Brand name d4. Model number catalog number serial unique identifier (UDI) number f9. Approximate age of device. No model/serial provided so age of device is not known g5. PMA/510(k) number. No model provided so 510k is not known h4. Device manufacturer date. No model/serial provided. Unable to determine device manufacturer date